Event description:
On an unknown date, an unknown sized epic valve was implanted. On an unknown date 4 years post-implant, the patient developed regurgitation and the epic valve was explanted. The patient status was reported as unknown. Additional information was requested, however is not available.

Manufacturer narrative:
An event of regurgitation and valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized epic valve was implanted. On an unknown date 4 years post-implant, the patient developed regurgitation and the epic valve was explanted. The patient status was reported as unknown. Additional information was requested, however unable to be obtained.